Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were leaking during the fill tubing process. The customer's blood glucose (bg) level was 300s (mg/dl) with trace levels of ketones. A correction bolus via the pump was delivered to address bg level. Reportedly, the customer was able to successfully load a new cartridge onto the pump.